Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure performed in the biliary duct on (B)(6) 2018. According to the complainant, during the procedure, an ercp was used to perform a biliary drainage, after a deep intubation, the stent was inserted along the guideiwre, when attempted to release the stent at the target site, resistance was encountered. Additional force was then applied when pulling the inner catheter causing it to be separated. The broken inner guide catheter remain within the push catheter, enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event.